Event description:
When the device was used during a low anterior resection procedure, there were no staples in the cartridge. Another device was used to complete the case. There was no pt consequence reported.